Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted the undamaged stent implant was stationary on the tightly folded balloon between the markers. It was confirmed that the tip had separated at the distal end of the distal seal and the fracture faces were jagged. The soft tip was stretched distal to the separation. The tip was slightly flared, which was not reported; however, it likely occurred during interaction with a guide wire or during handling. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, and preparation/use of the catheter. To help ensure this is not the result of a product deficiency, all products are subject to a visual inspection for tip damage, including the point where the protective sheath is placed over the stent and balloon prior to packaging. Additionally, a sampling of units is destructively tested to verify tip pull force. Analysis revealed that the tip was stretched; indicating that the tip encountered resistance or force was applied, suggesting that the damage may also be related to tensile overload (material stress/fatigue). A mandrel was advanced through the tip past the proximal seal and through the guide wire exit notch, meeting manufacturing criteria; however, in an attempt to advance the mandrel through the separated tip, the mandrel would not advance due to the stretched soft tip. The guide wire used in the procedure was not returned, therefore, it is unknown how it may have contributed to the reported difficulties. In this case, it is possible the distal tip may have been kinked during insertion of the guide wire, causing resistance during the attempt to advance the guide wire. This resistance could then cause the tip to become further kinked, and the subsequent removal of the product likely resulted in the tip stretching and ultimately detaching. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and there have been no related incidents reported for this lot. Additionally, on-line test data for this lot shows all units passed the manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. In this case, the tip detachment and subsequent tip damage appear to be related to operational context.

Event description:
It was reported that during preparation of a xience v 2.75 x 23 stent delivery system (sds) the tip of the sds separated from the delivery catheter. The device was not used and there was no patient involvement. Though requested, no additional information was provided.